Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reports seeing blood in patient secretions which they attribute to the device. Patient condition reported as "fine".

Event description:
Customer reports seeing blood in patient secretions which they attribute to the device. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 7214t-lmr adult, tracheostomy, 14 french , 72 hr for investigation. The returned sample was reviewed with a r & d engineer. The sample was visually examined with and without magnification. Visual examination revealed that the returned sample appears used as there is biological material present on the device. According to the r & d engineer, off label use such as deep suction can cause pain to the patient. It was reported in the complaint that the user facility has been using the device for deep suction which is considered an off label use and goes against the IFU. The IFU states the following: "the cleansweep closed suction system utilizes balloon sweeping and suctioning to keep the endotracheal or tracheostomy tube clear of secretion buildup." "If catheter tip is inserted beyond the end of the endotracheal or tracheostomy tube, do not employ suction." "Warning - do not employ suction if tip of the cleansweep catheter is below the end of the endotracheal tube." The reported complaint of "suction caused bleeding" was confirmed based upon the sample received. According to the r & d engineer, off label use such as deep suction can cause patient bleeding. Since the root cause of this complaint issue is user error, an in-service has been requested for this user facility.

Manufacturer narrative:
(B)(4). The IFU states: the cleansweep closed suction system utilizes balloon sweeping suctioning to keep the endotracheal or tracheostomy tube clear of secretion buildup. If catheter tip is inserted beyond the end of the endotracheal or tracheostomy tube, do not employ suction.

Event description:
Customer reports seeing blood in patient secretions which they attribute to the device. Patient condition reported as "fine".